Event description:
The physician was using a mo ma ultra device to treat a lesion in the eca with stenosis less than 75%, arch type iii. The device was prepped and inspected prior to use with no issues noted. There was friction noted when advancing the device through the cordis 9f introducer sheath, however, it was reported that after positioning the device at the lesion it wasn't possible to inflate the balloon due to a pinhole. The balloon leaked at the first inflation. The physician removed the device. He checked inflate the balloon again in vitro, however, the balloon was leaking. No clinical sequelae were reported. Device evaluation: the returned device was separated into the proximal and distal portion and the hub was checked for a leak, none was found. The distal balloon was inflated and held pressure, however, when inflated the proximal balloon leaked. Damage was noted on the balloon surface and the adhesive slides of the device. The tip of the cordis 9f introducer sheath was sectioned and analyzed by microscope, and a sharp end was detected. Cine image review: review of images received failed to identify the leaking balloon.

Manufacturer narrative:
Evaluation codes, results: caused by another drug/device (sharp edge found on cordis is). (B)(4).